Manufacturer narrative:
Concomitant medical products: (2)60ml syringe; microclave. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The product was received labeled "lipid filter leakage", and a location of "d5nu" was provided. The received syringe is labeled "nutrilipid 20% 42 ml" and has instructions to infuse 42 ml intravenously at 2.1 ml/hr for 20 hours. Product was also labeled "change sunday" and dated "12/13" with a time of 2200.

Manufacturer narrative:
The customer¿s report of a leak at the connection site between the syringe and the tubing was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that in the nicu, while checking IV lines, the rn noted a leak at the connection site to the "posi-flow" syringe and pressure sensing disc tubing. The product was being used for a continuous morphine drip at 0.77ml/hour. A new syringe and tubing were hung at 1527. 38.5ml of morphine was wasted. There was no patient harm. The product was received labeled "lipid filter leakage". A location of "d5nu" was provided. The received syringe is labeled "nutrilipid 20% 42 ml" and "infuse 42 ml intravenously at 2.1 ml/hr for 20 hours". Product was also labeled "change sunday" and dated "12/13" with a time of 2200.

Manufacturer narrative:
Additional info: PMA #.

Event description:
The customer reported that in the nicu, while checking IV lines, the rn noted a leak at the connection site to the "posi-flow" syringe and pressure sensing disc tubing. The product was being used for a continuous morphine drip at 0.77ml/hour. A new syringe and tubing were hung at 1527. 38.5ml of morphine was wasted. There was no patient harm. The product was received labeled "lipid filter leakage". A location of "d5nu" was provided. The received syringe is labeled "nutrilipid 20% 42 ml" and "infuse 42 ml intravenously at 2.1 ml/hr for 20 hours". Product was also labeled "change sunday" and dated "12/13" with a time of 2200.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nicu, while checking IV lines, the rn noted a leak at the connection site to the "posi-flow" syringe and pressure sensing disc tubing. The product was being used for a continuous morphine drip at 0.77ml/hour. A new syringe and tubing were hung at 1527. 38.5ml of morphine was wasted. There was no patient harm.